Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 5 opened pouches, unopened ampoules. Analysis and results: there are no previous complaints of the same code-batch of which we manufactured and distributed (B)(4) units of this code batch. There are no units in our stock. Four of the ampoules received have been checked and the sealing bar (yellow bar at the bottom of the ampoule) is wrongly sealed and in consequence there is leakage. In one of the ampoules received the leakage comes from the tip part. See pictures attached. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. The histoacryl machine for filling ampoules and packaging them into the pouches was designed to detect every empty pouch and non conforming ampoule. Nevertheless, we assume some issues in this batch that let some non conforming units get released into the market. Final conclusion: taking into account that the samples received do not fulfill the OEM specifications, we conclude that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the nurse found there's liquid leakage of the product. All med watch submissions related to this report are: 3003639970-2018-00284, 3003639970-2018-00285.